Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was hospitalized for peritonitis. The patient reportedly arrived at the clinic without a stay-safe cap on the pd catheter (not a fresenius product). Additional information was obtained through follow-up with the pdrn. The patient was seen in the clinic in (B)(6) 2024 due to issues with the pd catheter. When the patient arrived, there was no stay-safe cap on the pd catheter. The patient¿s transfer set was changed per the md instructions. The patient was sent to the hospital from the clinic. The patient was admitted to the hospital on (B)(6) 2024 for a non-functioning pd catheter and peritonitis. The pdrn did not have any culture results or antibiotic information available. The patient¿s antibiotics were administered in the hospital. During the hospitalization, the patient¿s pd catheter was removed, and the patient was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2024. The patient is completing back-up hd until december when the patient will receive a new pd catheter and return to pd. The cause of the peritonitis has been attributed to not having the stay safe cap on the pd catheter. No additional information pertaining to the peritonitis event was available.